Manufacturer narrative:
The device was returned and analyzed. The device met 97.51% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device reached elective replacement indicator due to possible performance issue affecting the longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.